Manufacturer narrative:
Date of event/therapy date: sometime between (B)(6) 2017. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set had separated from the port at the distal clearlink valve. This occurred when the intravenous (IV) line was being primed with normal saline and had not been attached to the patient IV. There was no patient involvement. No additional information is available.